Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing leakage event at the site on (B)(6) 2026. The infusion set was in use for approximately thirty minutes. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) -MDR . Device 2 of 3.